Event description:
It was reported that a patient underwent an umbilical hernia repair on (B)(6) 2012 and mesh was used. The patient experienced a recurrent hernia and was reoperated on (B)(6) 2012 laparoscopically. During the procedure it was noted that the mesh had shrink and was no longer covering the defect. A new mesh was used to repair the hernia.

Manufacturer narrative:
(B)(4). Recurrent hernia occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.